Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. Access was obtained via the femoral artery. Two greater than 75% stenosed de novo lesions were located in a non calcified right coronary artery (rca). The access the rca, the physician was going through a tortuous right internal mammary artery (rima) graft that has a bend of greater than 90 degrees. The lesion was predilated with an unknown balloon. While advancing a (B)(4) stent to the lesion, resistance was felt and the stent dislodged in the bend of the rima. The dislodged stent was removed with a snare. The procedure was completed with ballooning of both lesions in the rca. No further patient complications occurred. Patient status is listed as fine.

Manufacturer narrative:
Device is combination product.age at time of event - 18 years or older(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. Access was obtained via the femoral artery. Two greater than 75% stenosed de novo lesions were located in a non calcified right coronary artery (rca). The access the rca, the physician was going through a tortuous right internal mammary artery (rima) graft that has a bend of greater than 90 degrees. The lesion was predilated with an unknown balloon. While advancing a 2.25x28mm taxus liberte' atom stent to the lesion, resistance was felt and the stent dislodged in the bend of the rima. The dislodged stent was removed with a snare. The procedure was completed with ballooning of both lesions in the rca. No further patient complications occurred. Patient status is listed as fine.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified that the device was returned with the stent dislodged. Half of the stent was in a ball shape wrapped around human tissue. The rest of the struts of the stent were misaligned. The stent length was 13mm. The balloon was tightly wrapped and was not subjected to positive pressure. The balloon was found to have the stent impression on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. There were kinks noted in the lumen, between 38mm and 46mm distal to the port area. This type of damage is consistent with excessive force being applied to the delivery system. The tip section of the device was visually and microscopically examined and no issues were noted with it's profile that could have potentially contributed to the complaint incident. Solidified contrast media and blood were present within the entire length of the inflation lumen, therefore indicating the device had been prepped and used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).